Event description:
It was reported that the right atrial lead became dislodged post-procedure. The lead was removed and the port capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.